Event description:
The physician used cervical dilation, toradol, atropine and carbocaine 1% to perform the insertion of essure. It was unsure if the insertion was easy or difficult. The visualization of the tubal ostium was easy and the fluid loss during hysteroscopy was less than 1500cc. The procedure did not take more than 20 minutes. Condoms were reported as the back-up contraception used after essure insertion and before total occlusion confirmation. On (B)(6), 2013 hsg (hysterosalpingogram) was performed and showed left tube "widely open", essure device in peritoneal cavity. Although the patient was asymptomatic, the removal of device was medically necessary and was requested. On (B)(6), 2013, essure was laparoscopically removed. Hysterectomy or salpingectomy was not necessary. During the surgery, essure was found in the left fimbriated end of the tube, half out, and it pulled out easily. The patient needed a tubal (ligation).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.